Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of bluetooth telemetry. No changes or intervention was performed. There were no patient consequences.

Event description:
New information indicates that the patient presented in clinic and the device was re-paired to restore telemetry. The patient condition was stable.